Event description:
Per the clinic, the patient sustained a blow to the head which damaged the external processor, and the abutment. Revision surgery occurred to replace the abutment, however, it was unsuccessful as the fixture was damaged. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2011 and the patient was successfully reimplanted with a new device during the same surgery. It was also reported that explanted device is not available for analysis. This report is filed (B)(4) 2013.